Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that attempting to perform a global find for a medication on device resulted in a server connection failed error. The device was rebooted as part of troubleshooting, after which it entered disconnected mode. The technical support specialist (tss) connected to the station and identified data sync failures caused by a dns resolution error, preventing the station from pinging the pyxis server. Logs confirmed no dns entries were available for the configured server hostname. After updating the station's ipv4 settings with the new domain name system (dns) information provided by the customer, server communication was restored and data sync resumed without further errors. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, attempted to perform a global find for a medication on btw-ed2 resulted in a server connection failed error. The customer rebooted the device, after which it entered disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.